Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. A field service engineer replaced the latch piece due to the magnet protruding and also replaced the module controller because it was not responding. The hardware test was then run for acceptance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure occurred in which full height drawer 6 was not detected on the bus. The customer indicated that the drawer and all cubies within the drawer were not detected. Customer attempted troubleshoot including rebooting the unit, reseating the cables, and cleaning the retractor bands, however issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.